Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. A visual inspection was performed and noted embedded particles in dimensions that were within the acceptable range and therefore, the device met specifications for particulate matter. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was found to be within specifications for the reported issue. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was stain on the part like a brim of uv disconnect cap. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.